Event description:
Malfunction during deployment, no fragments retained. No harm to pt. Sheath size to close 7 fr. Laterality: r(ight) common femoral vein. Ultrasound used for access. Hx (history) of pvd (pulmonary vascular disease): no. Unk hx of previous access @ target site documented. Unk previous closure @ site, not documented. No documentation of calcium @ closure site. No documented hx of prior arteriotomies/prior closure @ access site. On heparin during procedure. Hemostasis was achieved via manual compression. No adverse event to patient due to device.